Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 1 event was confirmed. 1 device was found to be affected by shattered bearings. 1 event was not confirmed. 1 device was found to be out of specification. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. 2 reported events had patient involvement; no patient impact.